Manufacturer narrative:
Unk if sample is available. The results of the investigation are not available at the time of this report. A follow-up report will be sent when completed.

Event description:
Event reported as: the circuit was in bed with the pt and he complained of it feeling hot. It was noticed that the pt had redness from his wrist to his elbow, and the circuit was very warm to touch. It was established that the temperature probe was not connected to the front of the heater to the circuit and the heater was alarming. Additional info has been requested but not received at this time.